Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual inspection was performed and was observed that the cuff had wear at a fold. The cuff passed the leak testing. Based on the available information, the reported clinical observations are known risks with this device.

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence. The physician believed that there was damage to the urethra where the cuff was placed, and this was the cause of the incontinence. A cystoscopy showed urethral erosion. The aus was explanted and replaced. There were no additional patient complications.

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence. The physician believed that there was damage to the urethra where the cuff was placed, and this was the cause of the incontinence. A cystoscopy showed urethral erosion. The aus was explanted and replaced. There were no additional patient complications.

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence. The physician believed that there was damage to the urethra where the cuff was placed, and this was the cause of the incontinence. A cystoscopy showed urethral erosion. The aus was explanted and replaced. There were no additional patient complications.